Event description:
It was reported that the device was implanted and explanted in 2007 due to an unk reason. Reportedly, the device was discarded and replaced with another ring. No other details were provided.

Manufacturer narrative:
Device not returned.